Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced distal erosion of the left cylinder. A surgical procedure was performed during which the existing ipp was removed, and one cylinder was implanted in the right side of corporal body. There were no additional patient complications reported.